Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the occlusion alarm investigation could not be completed as the cartridge was not returned; however, a different issue was identified.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer experienced blood glucose (bg) levels ranging between 305-352mg/dl and small ketones. Correction boluses were delivered and a manual injection was administered to address the bg level. Supply changes were performed to address the occlusion alarms. A system check was performed after the occlusion alarms had been resolved and the pump performed as intended.